Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with bleeding lcd as a result of a cracked on the lcd glass and end cap broken off. Unable to verify the button error due to the lcd damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed button error. Advised that the insulin would be replaced. No further information was provided.